Event description:
The reporter stated that reporter did meter to hcp meter comparison tests. Reporter's meter reading was 240 mg/dl, and 1 hour later doctor's meter (type unknown) result was 136 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. On follow up, the reporter stated that the meter had belonged to reporter's now deceased mother. A control solution test was done using new strips with an in range result, 122 (86-128). No harm was alleged.